Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient medical condition consists of an infection. The patient states that a spinal fusion was done last year that went great until 2 weeks post fusion procedure. It was reported that the patient contracted (B)(6) infection. The patient reported that they believe the infection started at the "hardware site" in the spine from the fusion surgery. The patient reported that the hardware was removed.